Manufacturer narrative:
This report is submitted on august 4, 2020.

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site. Subsequently, the patient underwent revision surgery (date not reported) to convert the patient to a cochlear osia implant.